Manufacturer narrative:
Technical support instructed the account to replace the pendant. Repairs have not been completed.

Event description:
The accounts engineer alleged that he has approximately 5 or 6 pendants that are having a problem with the cables pulling away from the body of the pendant. Bare metal wires were visible on one pendant.